Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the oxygenator in the pack was damaged. This occurred in two separate packs. There was no pt involvement as this occurred out of box. There was no delay in beginning of surgical procedure.